Manufacturer narrative:
The reported event of unable to remove guidewire was not confirmed. No guidewire returned with the lead. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection found the connector pin and crimp sleeve were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during the procedure. The ptfe coating of the stylet was found bunched up/clogged inside the inner coil distal to the connector pin.

Event description:
During implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.